Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. The following fields were updated: d8, h2, h3, and h6. The device was returned to olympus for inspection and the event was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cut was confirmed in the outer sheath (coating) of the image sensor unit cable. It is possible that during angle adjustments or bending of the insertion section, the cut sheath section temporarily caused a break in the cable, leading to the reported issue. While the exact cause of the sheath cut could not be determined, it is presumed that excessive twisting or bending of the insertion section subjected the cable to significant external load. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope encountered an image blackout during up and down movements. The issue occurred during setup/inspection for use/ there were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.